Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.0/1.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6)2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
D4 - expiration date reported as 31-may-2022 - correct to 31-may-2025. Claim# (B)(4).